Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Third party tamper seals were found on bottom and plunger cases. Visual inspection found a non-OEM battery, the left plunger head was found in the pump, and no back light at power up. Review of the error history log (ehl) found "syringe plunger not in place". Functional testing found the flippers do not snap all the way down. The complaint was confirmed. Root cause of the error was attributed to incorrect assembly by a third party. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Pump will be quarantined due to non-ome battery and left plunger case were found in the pump.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited the flange down but pump not recognizing it. No adverse patient effects were reported by the customer.